Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during initial testing. However, the report was no longer seen after the firmware was reinstalled. The firmware was reloaded as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.